Event description:
The pump and catheter were explanted and returned to the manufacturer. No reason was provided for explant. The drug used in the pump was sufentanil 50 mcg/ml at a dose of 0.302 mcg/day. The catheter placement was sacral. No patient symptoms or outcome were reported. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results of the pump revealed - no anomaly found. Normal device function. An 18 cm proximal piece of catheter with pump connector was received. Final device analysis results of the catheter revealed - catheter leakage-hole. The catheter failed pressure testing due to a hole located at the end of the pump connector metal pin.